Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s moderately calcified and heavily tortuous lesion during advancement. Additionally, it was reported that the wire separated. Analysis of the returned wire confirmed the reported material separation. The separation face was jagged and bent. This type of damage is consistent with force applied at a kink / bend. In this case, it is likely that manipulation of the wire, when resistance was encountered, resulted in the material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to filing the initial report, the unspecified balloon catheter was clarified to be a jade balloon catheter. Additionally, the jade balloon was thought to have possibly caused/contributed to the command wire separation. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and moderate to heavily tortuous lesion in the distal left posterior tibial artery. A 300cm ht command guidewire (gw) was advanced through an unspecified balloon catheter to the lesion; however, during advancement resistance with the anatomy was felt and 3mm of the distal tip of the gw separated. The separated distal tip was able to be caught with the balloon and were removed together. The procedure was then continued with the additional use of other unspecified devices. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force